Event description:
The reporter stated the surgeon has seven pts that were noted to have uveitis, after implantation of the cq2015 collamer three piece lens. It was reported that "a couple of the pts have improved over time, but some have had persistent uveitis." This event has occurred over nine to twelve month period. The reporter stated some of the pts were diabetic, and all the lenses remain implanted. No further documentation or details were provided at this time and requests for additional info have not been answered.